Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore that on (B)(6) 2015, a patient underwent placement of a gore tag thoracic endoprosthesis in zone 3 of the proximal descending aorta for a descending thoracic aortic aneurysm. No aortic branch procedures were performed during the procedure. On (B)(6) 2016, the patient presented to the ER with chest pain and shortness of breath. A type I endoleak with penetrating aortic ulcer was identified. The patient was taken emergently to surgery and required proximal and distal extensions.